Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) staphylococcus aureus and staphylococcus haemolyticus in the instrument channel. The device was retested on may 21, 2025, and it tested positive for enterococcus casseliflavus and micrococcus luteus in the instrument channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 1cfu. Bacterial identification: peribacillus sp. Sampling from: distal end, air/water channel, auxiliary channel, suction channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 5cfu. Bacterial identification: staphylococcus capitis. Sampling from: instrument channel. Cfu: >80cfu. Bacterial identification: bacillus species, acinetobacter lwoffii. Sampling from: suction channel. Cfu: 2cfu. Bacterial identification: staphylococcus equorum. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: distal end, air/water channel, auxiliary channel, instrument channel, suction channel. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the auxiliary jet channel. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.